Manufacturer narrative:
The device returned for analysis. The reported steerable guide catheter (sgc) inability to hold the fluid column was not confirmed via returned device analysis. The discrepancy between what was reported (loss of fluid column) and what was observed (no issues holding fluid column) is possibly due to user technique during device preparation at the account versus the returned device analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the complaint history identified no other complaints reported from this lot. Based on available information, a cause for the reported sgc inability to hold the fluid column could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This report is being filed due to a leak. It was reported that during steerable guide catheter (sgc0701 10526r448) preparation, the column was not holding. The stopcocks were replaced and system re-flushed, however the column would not hold. There was no patient involvement. No additional information was provided regarding this device issue.

Manufacturer narrative:
The device is expected to be returned. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Na.